Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the first firing was successful, but at the second firing, the reload was unable to be fired. The procedure was completed with another device. There was no patient injury.